Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was not satisfied with the location of the ipg pocket site, and wanted the ipg moved to a new location. The pt reported the location was uncomfortable, and it was difficult to reach the site when using the external devices. The physician had implanted the ipg in the intended location. The pt was receiving effective stimulation, and the pt was working with the physician regarding the issue.